Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 3.2 mmol/l. Treatment type was not provided; however, pump insulin delivery was suspended. No additional information was provided.

Manufacturer narrative:
Additional information was received on (B)(6) 2025. The customer had resumed pump therapy. The customer's healthcare provider indicated that this matter is now on hold, as everything is proceeding as expected with the patient and the pump. No additional information was provided.